Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high pacing impedance lead measurements greater than 2,000 ohms. The physician suspected that the lead had fractured. However, no visible fracture was noted on a chest x-ray or fluoroscopy. Subsequently, the lead was surgically abandoned and was replaced with no issue. The device was electively replaced with a biventricular device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Visual inspection also verified that the right atrial (ra) lead had been fully inserted by evidence of the lead seal ring marks in the ra header port. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.